Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and hospitalized. Customer's blood glucose at time of hospitalization was 600 mg/dl. The customer was admitted to the hospital. The customer is using manual injections. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 21 mg/dl on (B)(6) 2015 and 14 mg/dl on (B)(6) 2015. The customer was admitted to the hospital. The customer was given a glucogon kit for low blood glucose and she reported that she had too much insulin.